Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately erratic. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient's daughter to obtain and verify information; however, the patient and daughter did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The following complaint was classified based on information obtained from lifescan customer service. The patient advised the cca that he received an inaccurate erratic result on an unspecified date and time. The patient reported a value of "306 mg/dl" with the subject meter. It is unknown how the patient manages his diabetes, or what action he took in response to the alleged inaccurate reading. The patient claimed on an unspecified date and time after the alleged issue began, he developed symptoms of a "dry mouth, sweats and illegible speech." It is not known if the patient received any medical intervention or if he tested on another device, since he refused to answer any additional questions. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct; samples were obtained from the same approved site. It is not known if the patient was using the correct test strips because he did not have any left. Replacement products were sent to the patient this complaint is being reported despite the insufficient information because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.